Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('essure device through the fallopian tube/on the right side,the essure device could be seen extruded partially from the tube') in a 47-year-old female patient who had essure (ess205) inserted for female sterilization. The patient's medical history included endometrial ablation, d & c, lipoma excision and cholecystectomy. Concurrent conditions included menorrhagia, hives, right lower quadrant pain, ovarian cyst, dysmenorrhea and overweight. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic-assisted supracervical and bilateral salpingectomies). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation outcome was unknown. The reporter considered fallopian tube perforation to be related to essure (ess205). The reporter commented: the left fallopian tube was somewhat swollen at its insertion into the uterus. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.9 kg/sqm. Cytology - on (B)(6) 2013: result: non-gynecological cytology report source of specimen(s) a: right ovary cyst fluid clinical history- abnormal uterine bleeding, ovarian cyst, pelvic pain final cytologic diagnosis: right ovary cyst fluid, cytospln cytology and cell block: benign proteinaceous cyst fluid. - negative for malignancy. Pathology test - on (B)(6) 2017: result: surgical pathology report specimen(s) received a: uterus bilateral fallopian tubes and essures clinical history pre -operative diagnosis : pelvic mass, dysmenorrhea, pelvic pain in female. Final diagnosis. Uterus with bilateral fallopian tubes: endometrium: inactive. Myometrium: adenomyosis. Serosa: endometriosis. Fallopian tube segments: no significant histopathologic abnormality. No cervical tissue present for evaluation. Gross description: a 3rd ovoid tissue with a protruding shiny silver partially unwound coiled wire measures 1.5 cm in greatest dimension. Sections through this fragment are submitted in block 7 . Two separate partially unwound shiny silver coiled essure devices measure 4 and 10 cm in length. Each is associated with a minimal amount of a pink-tan thin fibro membranous tissue. Ultrasound scan - on (B)(6) 2017: result: showed a 1.5 cm low-attenuation lesion near the essure on the left. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Coding of essure was updated to essure 205. Essure insertion date (B)(6) 2007 was added. Incident: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of fallopian tube perforation ("essure device through the fallopian tube/on the right side,the essure device could be seen extruded partially from the tube") in an adult female patient who had essure inserted. The patient's medical history included endometrial ablation, d & c, lipoma excision and cholecystectomy. Concurrent conditions included menorrhagia, hives, right lower quadrant pain, ovarian cyst, dysmenorrhea and overweight. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic-assisted supracervical and bilateral salpingectomies). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation outcome was unknown. The reporter provided no causality assessment for fallopian tube perforation with essure. The reporter commented: the left fallopian tube was somewhat swollen at its insertion into the uterus. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.9 kg/sqm. Cytology - on (B)(6) 2013: result: non-gynecological cytology. Report source of specimen(s) a: right ovary cyst fluid. Clinical history- abnormal uterine bleeding, ovarian cyst, pelvic pain. Final cytologic diagnosis: right ovary cyst fluid, cytospin cytology and cell block: benign proteinaceous cyst fluid. - negative for malignancy. Pathology test - on (B)(6) 2017: result: surgical pathology report specimen(s) received a: uterus bilateral fallopian tubes and essures. Clinical history pre -operative diagnosis : pelvic mass, dysmenorrhea, pelvic pain in female. Final diagnosis: uterus with bilateral fallopian tubes: endometrium: inactive. Myometrium: adenomyosis. Serosa: endometriosis. Fallopian tube segments: no significant histopathologic abnormality. No cervical tissue present for evaluation. Gross description: a 3rd ovoid tissue with a protruding shiny silver partially unwound coiled wire measures 1.5 cm in greatest dimension. Two separate partially unwound shiny silver coiled essure devices measure 4 and 10 cm in length. Each is associated with a minimal amount of a pink-tan thin fibro membranous tissue. Ultrasound scan - on (B)(6) 2017: result: showed a 1.5 cm low-attenuation lesion near the essure on the left. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.